Event description:
It was reported that this was a closure of an unspecified vessel using a starclose se device after an unspecified procedure. Reportedly, the clip was deployed successfully; however, when attempting to remove the device it was stuck and could not be removed. Both the access ports and safety release were used and the device was able to be removed. There was no vessel or tissue damage. The clip of the device achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the vessel locator wings may have entangled with the clip; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - first name, last name: updated from (B)(6) to (B)(6). E3 - occupation: updated from mr. To dr. E3 - occupation: updated from other health care professional to physician.